Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evalute unit. The customer reported the message stopped after speaking to fse so it was not reported to their biomed department. H3 other text : evaluation not requested by complaintant.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "low vacuum" message appears only occasionally. The nurse stated the pump is working and the patient is stable, and not tachycardia. It was advised to place the pump in 1:2 temporarily. The message did not appear during phone conversation and was placed again in 1:1. It was advised that he could continue pumping, but to let biomed know about the message. Another pump is available if needed.